Manufacturer narrative:
Device evaluation: the device has been returned and evaluated by product analysis on 11/13/2017 with the following findings: the keypad was undamaged and all of the buttons functioned properly. The original complaint was not duplicated. The contrast button was unresponsive. The keypad cover was removed and the contrast button contact was inverted. The pump¿s cover was removed and no intermittent condition was found.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2017, the reporter contacted animas, alleging a button/keypad (tactile changes/unresponsive) issue. The reporter alleged the ok/enter button was under responsive. There was no indication that the product caused or contributed to an adverse event. The complaint is being reported because the issue has the ability to result in inadvertent or incorrect insulin delivery or the inability to use the pump.